Event description:
It was reported that a patient experienced multiple brain infarctions and subsequently passed away due to hydrocephalic edema after a surgery in which floseal was used. It was reported that the event could be a complication of surgery because it was observed during surgery that it was not clean around aorta; however, the exact cause of event remains unknown. Three days prior to death, the patient underwent a video-assisted thoracic surgery for a lung related surgery. During surgery, there was bleeding noted in the pulmonary vein. One kit of floseal was applied for hemostasis, but bleeding did not stop. Clip and suturing were then used and hemostasis was achieved successfully. On an unreported date during surgical follow up, multiple brain infarctions were identified. The patient rapidly experienced aggravated hydrocephalic edema and expired three days after the surgery. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.